Manufacturer narrative:
Film evaluation results are: the exact cause of the reported inability to pass the guidewire through the guidewire lumen of the delivery system and inability to flush the delivery system prior to use could not be conclusively determined from the pre-implant 3d recon report provided. The delivery system was not returned for analysis.

Event description:
An endurant ii stent graft limb was selected for use in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure and prior to use, the lumen of the endurant ii stent graft delivery system seemed to be clogged when the physician attempted to flush the delivery system and when trying to pass the wire through, there was something catching between the tip and the middle part of the wire lumen. The delivery system could not be flushed and the physician elected to use another endurant ii limb. The procedure was completed and the event was resolved. Per the physician, the cause of the event was related to the device. The physician suspected the event may be related to the excessive coating or other material. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.